Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). A batch record review indicates no discrepancies. Pm logs have been checked and all pm's were completed. Affected amount: 1pc. Aquacel ag wsf was manufactured under sap code 1247670 and manufacturing lot number 8k01757. Lot # 8k01757 was sterilized under lot 1218303611 and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and the products were released. The production process, in-process testing and packaging of products was run in accordance with pi12-027 ver. 54.0 for machine doyen 1. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes until the order was completed. No nonconformity was registered during the manufacturing process of lot 8k01757. There is another complaint for the affected lot 8k01757 within tw8.7 however, this is for a different complaint issue. A photograph has been received for this complaint issue and have been evaluated in accordance with wi-0359. The photograph confirms the batch number, the expected product and complaint issue of contamination. No physical sample is being returned therefore, it cannot be confirmed what the contamination of the dressing is. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing was dirty. The product was not used on or by a patient. A photograph depicting the reported complaint issue was provided by the complainant.